Manufacturer narrative:
Type of reportable event: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Manufacture dates: monitor: 10/11/2017, electrode belt: 10/19/2017. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate treatment event was improper response button use (patient error) during the treatment sequences. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with a rapid ventricular response. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation events on (B)(6) 2019 and (B)(6) 2019. The treatment event on (B)(6) 2019 consisted of one treatment shock and the treatment event on (B)(6) 2019 consisted of two treatment shocks. The patient reported that he had just gotten out of the shower and was walking up the stairs at the time of the treatment event. It was reported that the patient does not remember the alarms or the treatments. On (B)(6) 2019 at 02:51:13, the lifevest delivered a treatment shock while the patient was in atrial fibrillation (af) with a rapid ventricular response at 210 bpm. The post shock rhythm was af with rapid ventricular response at 150 bpm. The response buttons were pressed after the treatment was delivered. On (B)(6) 2019 at 17:13:35, the lifevest delivered a treatment shock while the patient was in af with rapid ventricular response at 190 bpm. The post shock rhythm was af at 120 bpm. At 17:15:58, the lifevest delivered a second treatment shock while the patient was in af with a rapid ventricular response at 230 bpm. The post shock rhythm was af with a rapid ventricular response at 180 bpm. Af with a rapid ventricular response contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient's family took the patient to the hospital. There was no death or device malfunction associated with the inappropriate defibrillation event.